Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. Occlusion alarms were found in pump event history log. During functional testing using the calibration verification and occlusion test, the reported issue was unable to be duplicated., the pump operated as intended. The root cause was unable to be determined, as no fault was found. No action taken as the pump was operating as expected.

Event description:
It was reported that the pump exhibited occlusion alarms. No patient injury was reported.